Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs mete serial number (B)(4). The result at 8:50 am was 4.7 inr and the result at 8:48 am was 6.2 inr. Different fingers were used of each test. The customer contacted the physician to report the high results. The physician instructed the customer to go to the office for an alternate test. The customer was tested with the physician's "similar roche type " meter and the result at 3:30 pm was 4.4 inr. The physician adjusted the customer's warfarin dose based upon office meter result. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The customer was not anemic, had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors no changes in diet, no new medications, and no recent illness. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 52%. Donor 2 hct: 46%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr . Customer meter with customer strips: 1.9 inr. Donor 2: retention meter with masterlot strips: 2.3 inr. Customer meter with customer strips: 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Retention test strips (lot 258638-22) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Retention testing was performed for strip lot 26683623 and passed.